Event description:
Overdelivery reported by nurse. The pump was set to infuse an unspecified hydration fluid at 125 ml/hr. After approx 5.5 hours, the nurse noted that a total of 1100ml had delivered per display with an expected delivery amount of 688ml. It was not known when the total delivered volume had last been cleared. There were no adverse effects to the pt. Specific pt info was not available when requested. The nurse who reported the event works night shift and could not directly be contacted. When asked for a written account of the event, the above info was received.